Event description:
It was reported that 318 days after implantation of a 2.5x16mm taxus express2 drug eluting stent, a thrombosis occurred. During the initial procedure, the target lesion was located in the distal right coronary artery (rca). A pre-intervention stenosis of 90% with timi grade iii flow was reported. It was not reported that the lesion was pre-dilated. A 2.5x16mm taxus stent was deployed in the distal rca in the region of the lesion. It was not reported that the stent was post-dilated. A post-intervention residual stenosis of 0% with timi grade iii flow was reported. "Successful rca angioplasty and stenting" was noted. The patient presented 318 days after the initial procedure with "nearly occlusive" thrombus "inside the distal stent" in the rca. Timi grade I flow was noted. The "delayed stent thrombosis" within the previously placed taxus sent was treated with aspiration thrombectomy and angioplasty," followed by dilation with a 3.0x20mm balloon. A 3.0x20mm taxus stent was deployed at 14 atm, "more proximal and into" the previously placed taxus stent. "Mild intraluminal haziness" was noted post stent deployment with "excellent flow into the posterior descending and posterolateral circulation." Complications were reported as "none" with patient "clinically improved."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for the stent involved in this complaint is unk, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.